Event description:
It was reported that during a spinal surgery the motor device was "making a loud pitched noise when running". There was a delay of less than five minutes to obtain a spare identical device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.